Manufacturer narrative:
Follow-up # 1 date of submission 09/18/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint of the pump requiring 15 units in order to prime the pump was confirmed and duplicated during investigation, however this amount is within the required specifications and does not constitute that the pump is defective. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, it was reported that the pump was priming more insulin than the user expected. There was no reported adverse event associated with this complaint. This complaint is being ruled out based on the following: the reported malfunction is not likely to result in an adverse event because the patient is instructed to prime the pump until 5 drops are seen coming from the end of the tubing. The user guide instructs the user to contact animas customer technical support if the product is suspected to be damaged.